Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Reprogramming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.